Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc trek rx 3.25 x 12 mm is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily tortuous, mildly calcified and 95% stenosed. A xience prime 2.75 x 15 mm stent was successfully deployed in the lesion. Resistance was felt during advancement of the nc trek rx 3.25 x 12 mm balloon dilatation catheter that was being used for post-dilatation; however, on the sixth inflation at 18 atmospheres, the balloon ruptured. During retraction of the ruptured balloon from the anatomy, the balloon met resistance with the stent implant pulling the stent from its deployed position. The stent implant migrated to the left femoral profunda in its deployed state. An attempt to snare the stent implant failed; therefore, the deployed stent implant remains in the left femoral profunda artery in healthy tissue. Additionally, the stent implant is reported to be not fully apposed to the vessel wall. No further treatment was performed. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from not returned to returned. Evaluation summary: the device was returned for analysis. The reported device damaged by another device (explanted) was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.